Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 120 mg/dl and 255 mg/dl on the advantage system. Pt did not take any action based on these results. No pt injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.